Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. In additional, this inspection revealed broken antenna coil wires by the neck region. The photographic imaging inspection confirmed broken antenna coil wires by the neck region. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The system lock condition prevented an electrical test from being performed. The scanning electron microscopy analysis tensile breaks by the neck region. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of no lock was confirmed during this analysis. The device had broken antenna coil wires by the neck region. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Device testing could not be performed due to loss of lock. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section h.6. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.2. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.